Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker underwent a radiation therapy. The patient felt that the pacemaker pocket was hot after the scan. Boston scientific technical services (ts) advised to contact the clinic. As of this time, the device remains in service. No adverse patient effects reported.